Event description:
Reporter stated, I had mesh placed in my stomach immediately after hernia removal. Since then, I have been having excruciating abdominal/pelvic pain. I feel like the mesh is sitting below my abdomen. I am so tired of this pain and would like to know how this can be resolved. My doctor says he cannot remove it. I fell and broke my hip due to severe pain.